Event description:
Per the clinic, the patient experienced pain and infection with pus drainage at implant site followed by a skin breakdown, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The patient was hospitalized for few days (specific date and duration not reported) for the IV antibiotics administration and again overnight when the device was explanted. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.